Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all tha is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Parents reported patient felt sick when he woke up on (B)(6) 2012. Patient's parents stated his blood glucose level was 555 mg/dl, the accessories were changed and then correction was given through the infusion device via the blood glucose meter; was not successful. Parent reported on (B)(6) 2012 patient's blood glucose level ranged from 80-300 mg/dl and hew as not in school. Mother stated patient had 3+ ketones on (B)(6) 2012, and correction was give via the blood glucose meter but without success. Mother reported she drove the patient to the hospital. Mother stated patient had taken correction through the infusion device via blood glucose meter without success and then took correction via pen; was successful. Patient's mother reported the concern on (B)(6) 2012 and then gave a bolus directly with the infusion device; patient's blood glucose level was okey. Patient's normal blood glucose was not provided. Patient received stationary treatment from (B)(6) 2012 to present with possible release on (B)(6) 2012. Mother stated the bluetooth connection between the infusion device and the blood glucose meter doesn't work and it takes a long time to start the meter after inserting the test strips. Mother reported the enter button of the blood glucose meter sometimes does not function. No further information is available. Requested return of the alleged infusion device and meter for evaluation.

Manufacturer narrative:
The questionable results, bluetooth connection issues and the meter takes too long to power on complaints cannot be verified. The center select button doesn't function complaint can be verified and was determined to be a result of customer's mishandling. This case is set to not verified use/user error based on the meter (B)(6)'s investigation and the failure analysis result of the customer's button allegation. (B)(6) observed that the meter powered on when acceptable batteries were inserted into the meter. (B)(6) powered meter on and off consistently with on/off button, no defects were observed with on/off button. (B)(6) observed that the meter powers on when a test strip is inserted into the strip guide, no defects were observed. (B)(6) observed that the center/select button had to be pressed hard multiple times before it would function. (B)(6) allowed the meter to sit aside for approximately two minutes and then attempted to power the meter on again with the on/off button. (B)(6) observed that the meter powered on without difficultly when the on/off button was pressed. (B)(6) allowed the meter to sit aside for approximately two minutes and then attempted to power the meter on again with strip insertion. (B)(6) observed that the meter powered on without difficultly when a test strip was inserted into the meter, no defects were observed. (B)(6) observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white. Upon pressing and holding power button the red, blue, green and white screens appeared correctly, no display defects were observed. (B)(6) visually inspected the external casing on the meter, no damage was observed. (B)(6) manually scrolled through meter memory and observed that the meter displayed bolus data that were out of sequence with reference to bg data. Within the information provided by product support, they indicated that the meter was not designed to change the order of records in the diary and they will be represented in the diary in the order that they were loaded into the meter. This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control are not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. (B)(6) manually reviewed the meters memory for the value alleged by the customer. (B)(6) observed that the values of 555 mg/dl was not observed on the date alleged by the customer but was observed on a different date. (B)(6) reviewed the meters memory for the evening before the event (B)(6) 2012. (B)(6) manually reviewed the meters memory for the value alleged by the customer. (B)(6) observed that the values of 555 mg/dl was not observed on the date alleged by the customer but was observed on a different date. (B)(6) reviewed the meters memory for the evening before the event (B)(6) 2012. (B)(6) manually reviewed the meters memory for the bolus advice values that were programmed to be delivered between (B)(6) 2012. (B)(6) observed that all bolus values that were programmed through the meter to be delivered to the pump were infact confirmed by the pump to be delivered as the bolus icons are blue in color. (B)(6) examined the battery compartment. (B)(6) observed that the meter's surface material on the battery contacts show no signs of being worn,contaminated or bent. Batteries fit securely in the compartment, no malfunctions or abnormalities were observed. Meter was allowed to sit with a retention battery for 24 hours. Meter battery drainage tested; meter is consuming acceptable current. (B)(6) tested returned meter with retention pump sn (B)(4). (B)(6) was able to connect the returned meter to a retention pump using bluetooth communication. (B)(6) observed that the meter paired with pump correctly, no defects were observed. (B)(6) was able to change the setting and limits in the pump from the meter. Pump and meter communication is acceptable. Meter was sent for root cause failure analysis. Root cause failure analysis indicated that meter had contamination liquid residue on the pcb around the right battery contact causing the button failure. All meters are confirmed for functional testing before being shipped from the manufacturer indicating that the contamination observed in the meter was a result of product mishandling by the customer. Failure analysis determined that the ingress of contamination was due to customer mishandling. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The bluetooth module was tested successfully and meets the specifications.